Event description:
It was reported that the syringe in a foley tray should be filled with sterile water, this one appears to have a piece of metal in it. They were checking other kit with the same lot.

Manufacturer narrative:
The reported event was confirmed supplier related. "Avail medical, ciudad industrial, tijuana, b.c. (Mex)." Visual evaluation of the returned two-photo sample noted one opened (with original packaging), sterile water syringe. Visual inspection of the two-photo- sample noted the first photo was the product label with the material number, lot number and the expiration date. The second photo noted a unknown foreign material inside the sterile water syringe. This does not meet specification which states "product /assembly must be free from visible loose or embedded foreign matter". A potential root cause for this type of failure could be ¿defective / contaminated components from supplier¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is medium. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe in a foley tray should be filled with sterile water, this one appears to have a piece of metal in it. They were checking other kit with the same lot.